Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject guidewire was returned. Visual and microscopic examination of the returned device found that the guidewire was separated at its distal section. The guidewire distal platinum coil section was not returned. Magnified examination of the fracture site showed the core wire was fractured. The guidewire poly sleeve was also separated. It appears that the core wire separated just proximal to the platinum coil junction. The guidewire was examined and it was found to be bent on several places along its length. Sem (scanning electron microscopy) analysis of the proximal core wire fracture showed evidence of dimples, indicating torsion. There was also evidence of ductility and rotation. There were no signs of necking. Information from the complaint indicated that rotation of the guidewire caused the guidewire to break. Sem images of the fracture site showed evidence of rotation and torsion, which is consistent with the reported event. It is likely that handling of the device caused the guidewire to bend and then break. Therefore, an assignable cause of handling damage was assigned to the reported guidewire distal tip detachment and un-retrieved device fragment as well as the analyzed break and kink. Because the reported patient vessel perforation, patient hemorrhage, and patient stroke are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu), an assignable cause of anticipated procedural complications has been assigned to these adverse events. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that after an angioplasty procedure, the guidewire was attempted to be retrieved; however, it was stuck in the penetrating branch of the posterior cerebral artery (pca). Following an unsuccessful attempt to retrieve the guidewire using a microcatheter, the physician rotated the guidewire and removed it from the patient. However, about 3cm from the distal end of the device broke off. There was an unsuccessful attempt to remove the broken guidewire fragment from the patient and it remained in the penetrating branch of the pca. Post procedure, a computed tomography (CT) scan confirmed an extravasation. The penetrating branch of the pca was perforated by the guidewire during manipulation resulted in bleeding. The hemorrhage resulted in a stroke. Heparin was stopped and argatroban was administered to the patient. The event was considered to be resolved with no residual effect and the patient current condition was reportedly stable. The physician believed that rotation of the guidewire caused the distal the tip breakage.

Event description:
It was reported that after an angioplasty procedure, the guidewire was attempted to be retrieved; however, it was stuck in the penetrating branch of the posterior cerebral artery (pca). Following an unsuccessful attempt to retrieve the guidewire using a microcatheter, the physician rotated the guidewire and removed it from the patient. However, about 3cm from the distal end of the device broke off. There was an unsuccessful attempt to remove the broken guidewire fragment from the patient and it remained in the penetrating branch of the pca. Post procedure, a computed tomography (CT) scan confirmed an extravasation. The penetrating branch of the pca was perforated by the guidewire during manipulation resulted in bleeding. The hemorrhage resulted in a stroke. Heparin was stopped and argatroban was administered to the patient. The event was considered to be resolved with no residual effect and the patient current condition was reportedly stable. The physician believed that rotation of the guidewire caused the distal the tip breakage.